Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer went off the pump. Multiple follow up attempts were made by tandem technical support to determine what the customer was using for insulin delivery, however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.